Event description:
Reporter indicated a vns therapy system handheld computer would not turn on despite being charged overnight. The handheld would turn on if it was plugged directly into the outlet. Good faith attempts to obtain the product for analysis have been unsuccessful to date.